Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 12/02/2023. The patient stated that the cgm was not giving the proper readings during which time it missed some very dangerous lows that she thought should have caught. The patient experienced a dangerous low. Particular symptoms of hypoglycemia were not documented. The cgm was 50 mg/dl and the patient did not check the bg. The patient self treated with glucagon recovered after treatment. There was no documentation of further medical evaluation or intervention for the dangerous low. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.